Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was to be implanted with an impella 5.5 via left surgical axillary/subclavian artery for mechanical circulatory support. The impella 5.5 was unable to be delivered due to the patient¿s tortuous anatomy. The impella 5.5 was aborted and an impella cp was implanted. Additional information was received. The impella 5.5 was discarded. The patient is still on support with the impella cp. There were no issued with the impella cp.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the delivery issue was determined to be patient condition related to tortuosity.